Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board and fuses were replaced. The power connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer stated that the system would not boot up and displayed an ad channel 15 error. There was no patient injury or death reported.